Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. Reportedly, the parents did not notice a change in hearing performance on the right side. No trauma or accident is reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements show affected channels. Reportedly, the parents did not notice a change in hearing performance on the right side, the recipient is bilaterally implanted. No trauma or accident is reported. There was no swelling or inflammation over the implant site. No trauma or accident is reported. The user initially had benefit with the device but did not turn up for (B)(4) 2018 fitting hence it is difficult to ascertain the onset of the problem. Re-implantation is considered but not yet scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show affected channels. Reportedly, the parents did not notice a change in hearing performance on the right side, the recipient is bilaterally implanted. No trauma or accident is reported. There was no swelling or inflammation over the implant site. No trauma or accident is reported. The user initially had benefit with the device but did not turn up for (B)(6) 2018 fitting hence it is difficult to ascertain the onset of the problem. The recipient was re-implanted.